Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("anemic") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and uterine ablation). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia and weight increased outcome was unknown. The reporter considered abdominal pain lower, anaemia, genital haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and anaemia ("anemic") and was found to have weight increased ("weight gain"). The patient was treated with surgery (partial hysterectomy and uterine ablation). Essure was removed. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia and weight increased outcome was unknown. The reporter considered abdominal pain lower, anaemia, genital haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.